Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative an impella 5.5 was utilized in a 67-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). The patient had a known history of coronary artery disease. At presentation, the patient required extracorporeal membrane oxygenation (ECMO), inotropic and vasopressor support, and was placed on mechanical ventilation for respiratory support. The patient was classified as scai stage d cardiogenic shock. Right surgical axillary subclavian arterial access was obtained. During the course of support, the patient developed a pocket bleed. Additional information received states that the patient had received antiplatelet loading with brilinta and plavix due to an occluded coronary stent that was approximately one week old, and the antiplatelet therapy was not related to the impella device or access site issues. The patient experienced a major bleed and required surgical intervention in the setting of antiplatelet therapy and critical illness. Additional information received further states that the axillary access site bleeding was completely resolved following intervention, with no ongoing bleeding identified after measures were taken to control the site. After a comprehensive review of the available information, the reporting event did not identify evidence suggesting a causal relationship between the impella 5.5 and the reported event. The patient survived.

Manufacturer narrative:
D6b: updated explant date.